Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The shaft is cracked at the center of the jaw pivot pin, with the fixed lower jaw bent downward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure and the tip of the instrument broke. No patient complications were reported.